Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call that customer experienced high blood glucose level. The customer¿s blood glucose level was 477 mg/dl. Customer stated other blood glucose value was 138 mg/dl to over 400 mg/dl. Customer stated insulin pump had insulin flow blocked alarm and event was resolved by complete set change and insulin was exited. Customer reported alarm did not occur during fill tubing. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.